Event description:
During review of a returned homechoice device, a high drain error 104 alarm was identified. This occurred during night drain four on a homechoice. The alarm occurred on (B)(6) 2013. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. However, the cause could not be determined. Should additional relevant information become available a supplemental report will be submitted.